Event description:
Health care professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and no openings or issues related to rupture device were observed.